Event description:
It was reported the device could not be interrogated and there was no pacing with or without the programming head. It was noted that the last device check had been four month prior and the longevity estimate had been 21 months with a range of 7 to 35 months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.